Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that they have  been struggling to void since the procedure and did not feel well after the procedure.  No further complications were reported/anticipated at this time.